Manufacturer narrative:
Corrected data: d4 was updated from serial number (B)(6). Section h6 updated to reflect completion of investigation. H6 - code c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. Engineering evaluation: this complaint was initiated based on information received from the field. The reported information indicates a potential use error, related to side branch aligns too far distal, has occurred. The reported information states it was suspected the vbx device was not positioned far enough into the renal artery, following treatment of an aneurysm with a tambe device. Instructions are provided in the IFU for advancing during introduction and deployment of branch components. Additionally, a warning is provided within the IFU to verify the location of the gold target markers on the aortic component for positioning of branch components. The tambe device instructions for use (IFU) was reviewed with respect to the details provided in the complaint. The IFU states the following: "verify location of the gold target markers on the aortic component prior to deployment of branches. If branches are aligned too far proximally the superior mesenteric artery or celiac artery could be partially occluded by ballooning resulting in surgical intervention, surgical conversion, increased follow-up, or reintervention. If branches are aligned too far distally there may be a type iii endoleak with increased follow-up, or the procedure may not be able to be completed resulting in aneurysm growth, and may result in mesenteric ischemia, acute multi-organ failure, and renal injury, renal ischemia and renal failure, and may require reintervention and/or hemodialysis."

Event description:
On (B)(6) 2024, patient underwent a thoracoabdominal branch endoprosthesis (tambe) procedure to treat an aneurysm. A few months later, on (B)(6) 2025, the patient returned to the hospital for a follow-up appointment. The cta imaging revealed a type ii endoleak in the left renal artery due to the initial gore® viabahn® vbx balloon expandable endoprosthesis (vbx device/stent) not being positioned far enough into the renal artery. The physician stated he is unsure what caused the endoleak, but it was suspected that the vbx device/stent was not far enough into the renal artery. Consequently, a reintervention was performed, and an additional vbx device/stent was implanted to address the endoleak. As of now, the patient still has the endoleak but is doing fine. Future angiogram is planned.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: code b14: results pending completion of investigation. H6: code b20: device remains implanted, and no images were provided; therefore, direct product analysis was not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.